Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: evaluation revealed that the battery compartment is cracked above and below the bumper pad. The display screen has a pinkish contrast. The audio bolus button cover is torn; the button is fully responding to user presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6)

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment and a pinkish contrast display. This report is made based on results of investigation completed on (B)(6) 2015.